Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that while using the device, the patient experienced temperature deviation. The device was used for hypothermic cooling and the machine overshot the temperature and would not keep a consistent temperature. It was identified that there were no adverse consequences reported to the patient during this event.

Event description:
It was alleged that while using the device, the patient experienced temperature deviation. The device was used for hypothermic cooling and the machine overshot the temperature and would not keep a consistent temperature. It was identified that there were no adverse consequences reported to the patient during this event.